Event description:
A home patient (hp) contacted product surveillance to report a 15 ml drain bag that leaked all over her livingroom carpet. The hp does therapy in her bedroom and has the drain line extended and connected to a drainage bag that sits in her livingroom. The hp stated that she was in her final drain cycle during therapy when she heard a pop followed by a rush of water like sound. Once she completed her cycle, she disconnected and found that the entire content of the drainage bag had leaked all over her carpet. The hp connects with 2 6-liter bags for therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak found in the drain bag. The reported condition was not confirmed due to lack of product sample. A review of all batch record documents was performed with no issues noted. Based on the information obtained from baxter?s investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.